Event description:
A (B)(6) customer received a blood glucose reading of 48mg/dl on the contour meter, re-tested on the contour xt meter and the reading was 98mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantthe customer took some glucose syrup but no adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips and meters were sent to the customer

Manufacturer narrative:
The model # was not provided.in some countries outside the us, customer information is not provided due to privacy laws.